Manufacturer narrative:
Other medical products in use during the event include: brand name: vectris surescan, product ID: 977a275 (serial: (B)(6), product type: 0200-lead; implant date: (B)(6) 2023. Product ID: 977a275 (serial: (B)(6), product type: 0200-lead, implant date: (B)(6) 2023. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient states she has had nothing but problems since the device was put in. Patient states she thinks one of the wires is sticking on a nerve and she feels like she is getting electrocuted every time the device is on. Patient service specialist asked if patient has had any falls or trauma and patient said no. Patient also mentioned that the first implant was fine. The second ins did not get put in smoothly and her body rejected it so she broke out in a massive rash like she had the measles and they gave her a long dose of steroids and everything was fine. Pt states the device does take care of the pain but feels like she's being shocked. Pt has not had anyone check ins. Patient then states the shocking started a couple months after the implant and it would do it once and wouldn't do it again for like a week and then it got to the point where it was doing it constantly and it was obnoxious because she thought it would go away and that it was just her healing. Patient stated she waited until after she dealt with it and it never went away and she just stopped using it but now she can't get it to charge on its own. Patient mentioned she met with a manufacturer representative (rep) a few months back and everything was working ok. Patient mentioned the trial only worked on one side and when they went in to put the permanent one in they had to reopen the spot where the leads were and move the lead so that both sides were working and all was working and a good month or two later this occurred. See (B)(4) for the report of rash, body rejection, steroids etc. See (B)(4) for report of trial only working on one side.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type lead product ID 977a275 lot# serial#(B)(6) implanted: (B)(6) 2023 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that they were able to improve coverage with programming. It was clarified that the patient was feeling strong stimulation in certain positions. The patient was reprogrammed and told to contact the rep again if there were issues. The patient had not contacted them again.